Manufacturer narrative:
(B)(4). Batch # m91y7c. The device was received with the I-blade lower tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to fully close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, device jaw and simultaneously the closing handle were stuck/jammed for several times which interrupted the procedure. The doctor constantly activated energy button whilst removing the jaw from the tissue to avoid sticking during the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.